Event description:
It was reported that a user experienced a dexcom g7 sensor pairing failure with the ilet after a new sensor was placed, as indicated by a ¿pairing failed¿ alert; the user had been using a dexcom receiver, which was powered down during troubleshooting, and the user was instructed to toggle the transmitter antenna and reattempt pairing. Symptoms included no reported adverse physiological effects. Outcomes included no change in clinical status and no need for medical intervention. Investigation included technical troubleshooting and user education conducted remotely. Investigation of this case revealed that powering down the external dexcom receiver and reattempting pairing after antenna toggling was the advised corrective action. It was concluded that the event involved a communication or connectivity issue between the sensor and the ilet, and user guidance was provided to restore intended operation.